Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a, b5-b7, d5, h6 (health effect clinical code & health effect impact code). Evaluation: the device was returned to zoll medical singapore and the device performed to specification. The device was put through extensive testing including full functional testing and discharging testing without duplicating the report. Review of the clinical file determined that the unit worked as designed and within the limitations of the technology available. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.